Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the catheter was discarded.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving baclofen at a dosage of 599mcg/day and a concentration of 2000mcg/ml via an implantable infusion pump for intractable spasticity. It was reported that the patient "has had issues" with therapy since the patient's routine pump replacement (B)(6) 2025. The patient's mother stated the patient had increased blood pressure and increased spasticity which resulted in going to the hospital (B)(6) 2025. The hcp attempted to aspirate and a dye study was conducted (B)(6) 2025 and was unsuccessful. It was noticed that there was a leak at the connector of the pump segment of the catheter and the pump itself. It was planned to do a catheter replacement, and the caller inquired about priming the new catheter after the procedure. The pump segment of the catheter was replaced (B)(6) 2025. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-dec-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.